Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had stimulation in the wrong location and shocking 3 months ago. When the charge or shock occurred it didn't go through the patient's legs, it went through their private part. The patient had to wear diapers because they would have accidents. The patient had a return of symptoms 3 to 4 months ago. The patient had no diarrhea because they were taking a pill. The patient called their health care provider (hcp) the morning after the shocking and their hcp instructed them to turn the implantable neurostimulator (ins) off. The hcp made adjustments to the ins and had not experienced shocking or had accidents since the adjustments.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ue4g, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient still had accidents since implant on (B)(6) 2015. The patient had some improvement. Before implant, the patient had accidents 1 to 2 times a week and now they wore a diaper regularly because although the accidents only happened every 2 to 3 weeks, they could be at any time. The patient's health care provider (hcp) prescribed the patient to take a 1g colestipol hcl pill 4 times a day. After initial implant, the patient felt stimulation horrible down their leg and through their penis. The patient had uncomfortable stimulation and this continued for 4 to 6 weeks until they were able to increase and feel stimulation normally. The patient met with their hcp every 3 weeks during the issue and it had been resolved. The painful stimulation was due to a sudden change starting at implant on (B)(6) 2016. The consumer later reported that the step taken to resolve the patient's accidents was that they called just to be walked through how to use the machine. The consumer further reported that the patient had a shocking or jolting sensation without a cause. The patient had a loss or change of therapy. The patient had never been off a diaper and had loose stools. The patient's symptoms were improved after implant and stopped being improved about 2 months prior to (B)(6) 2016. The patient was worried and felt a loose wire may have come out. The patient felt stimulation and had been at 5.1v and decreased to 4.9v on (B)(6) 2016. Since then the patient had only had one and took 2 sit baths because they were so sore. There were medical procedures that could be related to the issue. The patient had other medical events since getting their device including a partial knee, meniscus tear, rotator cuff, coronary bypass, hospitalized for (B)(6) on (B)(6) 2015, and was diagnosed with chronic lichen simplex. The patient had neck surgery then several days later they couldn't move. The patient had an x-ray and they found a disc had come out, and the patient was paralyzed on that side. The patient had (B)(4) surgeries, most before the device and some after. The patient had (B)(6) since (B)(6) 1986 and after all these years of treatment, other strange things were happening to them. The patient also saw a rheumatologist and a therapist. The patient may call later for help changing settings. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.